Event description:
A physician reported a pt who was docble skin tested on 1/29/98 in the right forearm and on 3/13/98 in the left forearm; both with negative results. The pt was treated with collagen without event. On 4/28/98, the pt was treated in the nasolabial folds and the lower lip; exact portion of lip unk. On 8/31/98, the pt was seen in the office and it was noted she had redness and swelling at the test sites - the right was worse than the left. It was also noted there was "lumpiness" but no redness or itching, at the nasolabial fold treatment sites; onset date unk. On 3/12/99, the symptoms persisted; the physician noted a 1.5 cm small nontender nodule at the left nasolabial fold. Since 2/22/99, the nodule at the right nasolabial fold was tender, red, warm and approximately 3 cm. The physician prescribed oral keflex and warm compresses and believed this was a definite hypersensitivity to the collagen.